Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer reset the pump, loaded a new cartridge onto the pump, and resumed insulin delivery successfully. Customer's blood glucose was 201 mg/dl.